Manufacturer narrative:
Product complaint # (B)(4).    No additional information is available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a sling procedure on an unknown date and the mesh was implanted. It was reported that the patient experienced extrusion into bladder. No additional information was provided.